Event description:
It was reported that a patient underwent a novasure ablation procedure on (B)(6) 2023. Once the ablation was completed, the device was removed from the uterine cavity, and a hole was found in the device array. A final hysteroscopy check post-ablation was performed, and no mesh or fibers from the array was found left inside the cavity. But a little spot was found not well coagulated at the fundus. The physician indicated that the surgery was done successfully, and there was no injury to the patient at all time. The involved device will not be returned for analysis, as it was discarded by the facility. No additional information available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.